Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported they were having issues with their back, and they were not feeling their stimulation. The patient stated they were having pain from the top of their butt off all the way down to their feet on both legs, which just happened in the last two days. The patient mentioned in the past week they have had to charge their implant everyday. The patient mentioned they used to charge their implant every 2 days. The agent walked the patient through adjusting stimulation; the patient was able to increase stimulation, and the patient confirmed they were able to feel stimulation on the top of the thigh, mainly on their right knee and in their left leg right above the knee cap. The agent reviewed with the patient that the implant battery was dependent on the therapy settings and usage. The agent reviewed with the patient to adjust the therapy in each group and to monitor and if they weren't getting relief to follow up with their hcp to further address the issue.